Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there were air bubbles in the tubing. The customer's blood glucose level was 246 mg/dl and it was addressed with a bolus. The contact indicated that a new cartridge would be loaded.